Event description:
It was reported by the patient that they had their device turned off due it going off too much when it shouldn't have and breathing issues which lead to a visit to the ER. After 5 to 6 hours at the ER, the patient was sent home as they did not have knowledge of vns. The patient was so frustrated that they went to the physician and had it turned off. It was also indicated that the presence of the device is bothersome at times. No surgical intervention has been reported to date in relation to the reported events. No additional relevant information has been received to date.

Manufacturer narrative:
Outcome attributed to adverse event - correction - inadvertently selected hospitalization/prolonged stay instead of other serious in the initial MDR submitted as it was never confirmed the patient was admitted to the hospital and only indicated she visited the ER.